Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a steel contact-detach infusion set and subsequently received an occlusion alert, which coincided with improper tubing fill during a set change and low insulin volume; the user required guided cartridge replacement, infusion set replacement, and correct tubing priming and cannula fill, after which insulin delivery resumed and glucose levels improved. Symptoms included elevated blood glucose without acute complications. Outcomes included temporary impairment requiring medical device troubleshooting and user-directed corrective actions, with return of glucose toward target following set and cartridge changes. Investigation included complaint review, technical support assessment, and user re-education on setup and use. Investigation of this case revealed likely under-primed tubing and a transient occlusion or site issue that limited insulin delivery until corrected. It was concluded that the device functioned as designed after proper setup and site change, with user technique and a probable infusion site/tubing issue contributing to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.